Event description:
It was reported that during a meniscus repair an unknown failure happened with the fast-fix. It is unknown if the procedure was completed since no back-up device was available. Neither a significant delay or a patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a meniscus repair an unknown failure happened with the fast-fix. The procedure was completed with a same backup device. Neither a significant delay or a patient injury was reported.

Manufacturer narrative:
H10: additional information was received from the reporter stating that the procedure was successfully completed with a back-up device. The additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.